Manufacturer narrative:
Covidien reference: (B)(4). One endobronchial tube was received for investigation. Visual inspection was performed, and observed no anomalies. Functional tests were performed and when removing the stylet, both cuffs were inflated and deflated without issues. The customer reported malfunction was not confirmed, and no anomalies were found on the returned sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-use testing, a nurse confirmed an incomplete cuff deflation on an endobronchial tube. There was no patient involvement.